Manufacturer narrative:
3mension, pre-operative, procedural echo and follow up echo reports were submitted for review (procedural imaging not provided). The following observations and impression were made by an edwards physician proctor. 3mensio: recreated with pre-op CT echo (1st implant procedure) · thick, bulging septum, pvl appears mild, rough measurement of deployed valve appears to be 19mm (need cine images to confirm) echo (post-operative day 1), valve appears to be in good position in annulus, mild pvl, valve appears to be fully expanded (need cine images to confirm) echo (30 day follow-up), mitral anterior leaflet makes contact with septum when opens; no systolic anterior movement (sam) mild pvl at left and right coronary cusps echo (four days prior to explanation), bioprosthetic aortic valve leaflets appear white and thickened, stenosis seen, calcium seen on leaflets, mild pvl still seen, but jet is now moving across valve frame rather than into the lv echo (day of explant), central stenosis, 2 jets now appear, central and pvl pre-deco picture of valve, inflammatory reaction/endothelialization is seen on valve frame, calcium is seen at the top of the valve, valve skirt appears to be intact impression/recommendations: no procedural cine or pre-op CT images provided. Procedural echo shows a measurement of annulus to be 19mm. This would be small for a 23mm s3. Need pre-op CT to better determine annulus size. Valve appears to be deployed well within the annulus. Mild pvl post implant and appears to have not increased. Thick, bulging septum seen in lvot, below valve. Prior to explant, stenosis now seen, valves appear thickened/calcified. Pvl jet now moves across valve frame rather than into lv. Last echo shows 2 jets; central ai and pvl. Picture of explanted valve shows normal endothelialization around valve frame. Calcification seen on valve leaflets. Valve skirt appears to be intact. Unable to determine cause of abnormal calcification of sapien 3 valve ten months post implant. Pending engineering evaluation.

Manufacturer narrative:
The valve was returned to edwards for evaluation. Visual inspection revealed the following: vegetation-like tissue on all three leaflets, the frame was deformed most-likely occurred during explant, one leaflet was folded downwards by host tissue, all leaflets were stiffened and in closed position, pannus-like tissue growth was observed around the valve, and pannus-like tissue growth fused leaflets at all three commissures. As noted during visual examination, due to tissue growing around the valve, the engineer evaluation was unable to determine the paravalvular leak (pvl) overlapping location. The valve will be sent to r&d for histology testing.

Manufacturer narrative:
Histology and engineer evaluation results: the valve was returned to edwards for evaluation. Visual inspection revealed vegetation-like tissue on the outflow of all three leaflets, all leaflets were stiffened and in the closed position, frame deformation was noted (likely due to explanation), one leaflet was folded downward by the host tissue, pannus-like tissue growth around the valve was seen, and the valve skirt appeared to be intact. No other abnormalities were observed. Due to pannus-like tissue growing around the valve, engineering was unable to determine the true location of the leaflets and commissure tabs. Additional visual inspection and x-ray imaging were performed on the returned valve during histological evaluation. General observations were as follows: the valve stent has a mildly oval shape, with struts bent outwards at commissure 1, most likely related to the explanation procedure, the returned valve appears to be fully expanded, thrombotic material was evident on the outflow (aortic) side of the valve, covering most of the cusp of leaflets 1 and 2, as well as approximately half of the cusp of leaflet 3, all three leaflets were mildly fused by host fibrotic (pannus) tissue at the commissural areas and host tissue growth covers the cloth on the valve stent. The host tissue on the inflow side of the valve was primarily distributed along the stent both externally and internally. Host tissue on the inflow side of the leaflets is unremarkable. The x-ray imaging revealed that the frame has no apparent fractures. Due to the condition of the returned valve (frame distortion and/or vegetation-like or pannus-like tissue growth), no functional or dimensional testing was performed. Histological findings for tissue samples taken from the bioprosthetic leaflets revealed extensive fibrin rich thrombus on the outflow (aortic) side of the leaflets. The thrombus was largely acellular with a few loci of aggregated erythrocytes (red blood cells) and randomly distributed white blood cells, suggesting the thrombus was chronic in nature. The bioprosthetic leaflet tissue appeared to be reasonably well preserved with no abnormality in structure evident under light microscopy. Von kossa staining confirmed no tissue calcification present in the specimen. Gram staining revealed no bacteria were observed in the specimen examined. Mild leaflet fusion by host fibrous (pannus) tissue was also evident at all three commissural areas. The extensive valvular thrombosis appeared to be severe enough to cause the reported stenosis. Thrombosis is an unusual failure mode in transcatheter heart valves and the underlying mechanisms are not fully understood owing to its relatively short clinical history. It is generally believed that patient factors such as the immune system, age, other comorbidities, and local anatomy plan important roles in thrombus growth on bioprosthetic heart valves. Per IFU, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As per the 3mensio/pre-op CT report, it can be seen that patient had a calcified native leaflets and native annulus. Per procedure, bulky calcification can create an irregular contact between thv and annulus, which compromise the sealing between the valve and target site, and lead to pvl. However, this cannot be confirmed without the procedural cine images returned for evaluation. Based on the given information, a definitive root cause of the worsening pvl ten (10) months post implant cannot be determined. The complaint of ¿valve ¿ regurgitation-pv leak worsening¿ was confirmed based on the review of imagery, but no manufacturing non-conformance's were identified in the returned valve. A review of the DHR, lot history, complaint history, and manufacturing mitigation revealed no indication that a manufacturing non-conformance contributed to the complaint. A definitive root cause was unable to be determined at this time. In this case, a correct valve size was selected, and the valve appears to be fully expanded and deployed in a good position in annulus. This indicates that a pvl leak as a result of improper sizing, improper positioning (valve deployed too low or too high) or incomplete expansion is unlikely. No product non-conformance or labeling or IFU/training inadequacies were identified. Review of the complaint history revealed that the occurrence rate exceeded the august 2017 control limits for the trend category ¿regurgitation¿. No manufacturing non-conformances or labeling/IFU training deficiencies were identified, no corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported through implant patient registry, approximately 10 months post implantation of a 23 mm sapien 3 valve, the valve was explanted and replaced with a surgical valve. The explanted valve will be returned. Upon review of medical records (consultation, operative notes, pathology report), the patient was doing well post tavr procedure and 8 months post procedure the patient was progressing well without any complications. At 10 months post procedure the patient presented to hospital with acute onset of chest pain. An EKG revealed ischemia non-st mi. An echocardiogram revealed ill-defined thickening below the valve with an increased transvalvular velocity either due to stenosis or thrombosis or moderate-to-severe with mild-to-moderate aortic insufficiency (cai) and a paravalvular leak (pvl). An echo (tee) was performed to further elucidate the valve. The echo (tee) revealed possible pannus formation versus thrombus, which is circumferentially around the inner valve ring with limited leaflet excursion; however, there was not apparently mobile component to the mass. Is the concern was for notable severe stenosis, trivial central regurgitation, and mild-moderate pvl. A choice was provided for anti-thrombus therapy or surgery. The patient decided to have the valve removed. During the explant procedure, the valve had a vegetative material covering it from the top of the wire cage down and including each coronary cusp. The aorta appeared to be normal. There was no evidence of bacterial endocarditis. A culture was taken and results indicated no organisms. A leak between the right and left coronary cusp in the area of the commissure was noted. It was speculated that some of the valve skirt was interacting within the commissure and may be the source of the pvl. The valve and leaflets were excised completely and the valve was decalcified. A new prosthetic valve was implanted and an echo (tee) post deployment revealed no pvl and a well-functioning valve. The patient left the room in stable condition for post management care. Hospital pathology report was received and revealed ¿the leaflets are diffusely thickened and moderately calcified¿. The largest specimen may represent two adhered leaflets.